Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 1.6, laboratory inr: 2.2, therapeutic range: unk. The exact time between testing is unk, however, both tests performed on the same day. Reportedly, the monitor was not in the correct mode when finger stick was performed. In addition, the customer was using capillary tubes during the sample collection. There was no reported adverse pt sequela. There wa sno add'l info provided.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Manufacturing record review was not performed. Unable to perform further investigation without add'l info. The customer utilized capillary tubes during sample collection. The use of capillary tubes is not validated for the use on the alere inratio2 pt/inr professional test strip. Additionally, improper use of the monitor was identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.